Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump consistently alarmed for insulin flow blocked. The blood glucose reading was 171 mg/dl. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification and passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with keypad overlay texture damage and minor scratches on the lcd window.